Manufacturer narrative:
The explanted device will not be returned to bsn for eval as they were discarded by the medical facility.

Event description:
A report was received that the pt had her ipg and lead connectors explanted due to an infection at the pocket site. The pt was later re-implanted with a precision system. The pt is reportedly doing well.